Manufacturer narrative:
The insulin pump was received with a constant a64 alarm due to a faulty electrical component on the radio frequency board. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to a64 alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received ten radio frequency pic failed self test. Caller reported of having to change batteries three times in one day. Customer's blood glucose was 67 mg/dl. Insulin pump would be replaced.